Manufacturer narrative:
Upon further review of illegible letter.

Event description:
Additional information received reported the patient had a hip prescription and the symptoms were mild without prescription.

Manufacturer narrative:
(B)(4) .

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient did not feel stimulation. The patient fell and cracked her hip on the same side that she had her implantable neurostimulator. She bruised the left side of her leg. They had to put a rod in the bone where the ball joint was. The patient's stimulation worked before the surgery on (B)(6) 2015 and then the patient turned the device off for the surgery. When they turned it back on it did not work. The patient didn't turn the device on right away because she went to a rehab place first because she was in some pain and doing therapy. She turned it on four weeks later. On (B)(6) 2015 the patient went to the doctor and he tried adjusting it but she couldn't feel anything. He thought an electrode on the tip of the lead was not working. Additional information from the patient's health care provider reported that the fall could have been related to the patient's lack of stimulation. Impedances were checked. Additional information received in the letter from the patient's doctor was illegible and further follow up was initiated to obtain this information. ** information was omitted about an unrelated report of ins doubling over captured in pe (B)(4) **